Manufacturer narrative:
The insulin pump passed the motor test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump may have been delivering too much insulin. Blood glucose level at the time of the incident was 179 mg/dl. The customer confirmed that the insulin pump had been exposed to high magnetic fields during chemotherapy. Troubleshooting did not show any malfunction of the device. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.